Manufacturer narrative:
(B)(4): investigation plan: visual inspection functional inspection (if applicable) lhr review. Complaint device details: device name: plasmablade¿ 4.0, product number: ps200-040, lot number: fl50877425, expiration date: 2018-03-11, quantity returned: 1, testing performed: device packaging inspection: plasmablade¿ 4.0 device received inside a (B)(6) shipper box with no packaging to fill the negative space and within two (B)(6) bags. No original packaging was returned therefore it is neither possible to confirm the device information against the information listed within gch nor confirm the device sent back as the reported complaint device. Printed rga e-mail included. Device visual inspection: device is used with blood on body, handle, shaft, nose and cord. Eschar build-up on the electrode and inside the black shaft heat shrink. Electrode glass coating insulation is bent and peeling and missing in large areas. Clear electrode heat shrink is missing and was not returned. Black shaft heat shrink is melted and is severely scratched. All visual inspection observations relate to the reported complaint description. Both cut and coag buttons have a definitive tactile feel. Functional inspection: functional inspection is not applicable as the complaint was confirmed via visual inspection lhr review: a review of the lhr for lot # fl50877425 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. The clear electrode heat shrink is missing from the electrode as the physician removed it from the device during use. The black shaft heat shrink is also melted and scratched with eschar build-up inside the heat shrink. The heat shrink is used for the insulation of electrical energy between the user and the conducting blade/shaft. Additionally visual inspection confirmed that the glass insulation coating on the electrode is peeling and missing from several areas and it also appears that the electrode is bent which may have caused the glass insulation coating to become compromised resulting in the peeling of the tip coating. Due to the fact that the blade coating is a glass insulator, if the blade is bent the glass to metal adhesion will be compromised. Such devices are quality inspected prior to release to the customer, therefore it is likely that any damage to the electrode glass insulation coating would have been detected during manufacturing assembly, testing or during inspection. An excessive build-up of tissue results in the overheating and melting of the heat shrink. The rf energy is affected by gunk build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device, near the heat shrink, rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperature and over time, it is possible for the heat shrink to degrade. The complaint will be tracked and trended in gch. A likely cause of the failure plausibly suggests the electrode was not cleaned according to the IFU recommendations and appears to have been severely scratched during use likely from a scratch pad or other abrasive cleaning tool as well as it was likely bent which compromised the glass insulation coating and caused it to peel and flake off. The IFU recommends bending the shaft and not the tip. Customers are properly trained for proper use prior to using the peak surgery system which includes reading and understanding the IFU. The IFU outlines proper cleaning and use of the plasmablade¿ and specifically relates to the reported complaint as listed below: lbl-00165 rev. C ¿ plasmablade¿ 4.0 ¿ IFU ¿ precautions and warnings: when bending the peak plasmablade shaft, do not exceed a 45° angle with the plane of the shaft. Do not bend more than three times. Bend the shaft, not the tip. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to shape the shaft; do not use forceps as this could damage the device. Do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. Prior to use, inspect the peak plasmablade for any defects. Do not use if insulation or connectors are damaged. Take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. Eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. Reference documents: 42-10-1020 rev. E ¿ work instructions for complaint investigations ¿ disposable devices - 31-10-1368 rev. E ¿ product specification and quality plan ¿ plasmablade¿ 4.0 - lbl-00165 rev. C ¿ plasmablade¿ 4.0 ¿ IFU ¿ instructions for use: 61-10-0017 rev. H ¿ device button tactile test procedure test equipment: no functional inspection performed therefore no test equipment was utilized. (B)(4).

Event description:
Product was returned due to the fact that the heat shrink pealed back on both sides just below the tip of the device. The customer cut the peeled material off and completed the case with the same system. There was no patient impact. During complaint investigation an additional failure was found for which the event was deemed reportable. The device insulation coating was peeling and missing in large areas. The device electrode appears scratched and damaged likely from a cleaning tool used to clean the device. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.